Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for eight unknown locking screws. Part and lot numbers were not provided by reporter. UDI number is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review or service and repair records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed due to pain and suspected infection on (B)(6) 2015. The original procedure to repair a proximal humerus fracture was performed on (B)(6) 2015. The explanted hardware included a 3-hole proximal humerus plate, eight unknown locking screws and one unknown cortex screw - all fully intact. An antibiotic cement spacer was implanted. The procedure was performed successfully without incident. A future reverse prosthesis is planned. This report is for eight unknown locking screws. This report is 2 of 3 for (B)(4).